Manufacturer narrative:
During olympus gi representative (gastrorep) communication with the customer, according to the report, the customer outlined/conveyed that following receipt of the scope back from service, a routine microtest showed a positive cellulosimicrobium cellulans result. It was initially a very small number of cultures and customer was advised by their local testing laboratory that the number of cultures was so small that they could continue to use the scope without further concern. Microtesting has continued in line with the three monthly recommendation for this endoscope model type and the same bacillus remains present. Olympus gi rep. Advised customer to suspend the scope from on patient use and that the olympus service center provide a loan unit, while this is investigated with a view to removing the culture from the endoscope. The olympus rep, in addition, referred customer to pages 39-45 of the genca infection control guidelines and requested that microtesting be repeated with isolated samples from all channels. The gi rep. In addition, discussed the use of a biofilm remover and asked for confirmation of concentration ratios for enzymatic agents. The rep noted that it was discussed retesting the steelco aer which will be the next steps should the isolated channel microtest results not provide by the customer with any additional information to isolate the root cause of this positive microtest result. Additionally, according to the report, the olympus rep. Requested the customer clean and soak the affected endoscope with a biofilm remover, then reprocess in line with IFU (instruction for use) and micro-test again before customer send it up for further inspection. The current enzymatic agent the site are using for manual cleaning does not incorporate a biofilm remover as noted by the rep. In a follow up response and communication with the customer on (B)(6) 2022, customer reported that they have the results back from micro testing and all three channels have come back with no growth. The device will not be returned to service as the customer micro testing results came back negative. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device after a routine microtesting showed a positive culture test. According to the reporter, the device received the first positive result after it was returned from repair on (B)(6) 2021 and have continued to get small growths on all micro testing since. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when culture tested after reprocessing in accordance with instructions for use (IFU), the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.